Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, inflammation and numbness. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, inflammation and numbness. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, inflammation and numbness. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, inflammation and numbness. No further patient complications were reported.